Event description:
Patient's husband reported left side "extracapsular rupture, burning, pain, stabbing" and ¿joint pain¿. The event of "joint pain" is not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "extracapsular rupture, burning, pain, stabbing".

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient's husband reported left side "extracapsular rupture, burning, pain, stabbing" and ¿joint pain¿. Patient's husband reported additional event of capsular contracture baker grade unknown, and peripheral fluid/intracapsular bubbles. The event of "joint pain" is not device related. The device has been explanted.

Manufacturer narrative:
Device photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient's husband reported additional event of capsular contracture baker grade unknown, and peripheral fluid/intracapsular bubbles. The device remains implanted.

Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.